Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was over 400 mg/dl. He treated his blood glucose level by giving himself a bolus using the insulin pump. His feet started to swell up. His healthcare provider stated that the reports had missing info. The device was not returned.